Manufacturer narrative:
The customer provided physio-control with additional concomitant product information, section d has been updated appropriately.

Event description:
The customer contacted physio-control to report that pediatric defibrillation electrodes would not stick properly to a 2 day old patient. The customer advised that the paramedics went through 3 sets of electrodes before being able to stick correctly to the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse event reported. The customer ems assistant cheif matt waltrip confirmed there was no serious injury or death related to the use of the device.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient and device. The customer provided physio-control with the available patient and device information. Patient and device fields in which information is not provided were intentionally left blank.   Physio was made aware by the customer that the electrodes used during the event were disposed of. The device or electrodes were not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that pediatric defibrillation electrodes would not stick properly to a (B)(6) patient. The customer advised that the paramedics went through 3 sets of electrodes before being able to stick correctly to the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse event reported. The customer ems assistant cheif matt waltrip confirmed there was no serious injury or death related to the use of the device.